Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient is a chronic trach patient since the age of (B)(6) months and had been using a 4.0ped trach at home without incident. When hospitalized in august for a non-related infection, the patient had an underlying fever and was on antibiotics in the hospital at which time the trach was replaced with a 4.0pef. After two days of using the device, the patient had marked redness without breakdown on the neck around the area that came in contact with the trach flange. The trach was replaced with a 4.0ped and the redness cleared up quickly. Normal practice for this patient had been to use a 2x2 gauze pad under the flange. This practice did not change when the new trach was placed.